Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, an opening(curved), and a crease(flat). A microscopic analysis was performed which identified a sharp(edge) opening and with non-penetrating nicks assessed as surgical impact opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp(edge) opening with non-penetrating nicks due to surgical impact and non-penetrating nicks.

Event description:
Health professional reported left side rupture. Device was explanted.